Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement and that the "lead found to be outside of hrt."~~~~~~~~~